Event description:
From staff: during a stereotactic biopsy the eviva biopsy device (manufactured by hologic) tested properly before introducing into patient care. Biopsy device was placed and deployed as normal, but the specimen could not be obtained due to atec pearl biopsy machine not pushing saline through to collect specimen (lavaging). Hologic support staff was called by mammo technologist. Support staff was unable to help and had to page a clinical specialist. Radiologist and technologist removed biopsy device from patient and manually flushed saline through device and were able to obtain a small amount of specimen. From procedure note: during the procedure the lavage function from the biopsy device malfunction. Several attempts to correct the lavage malfunction were unsuccessful. Attempts at manual lavage was performed. The biopsy device was then removed from the breast. No mammotomy clip was placed given concern that resampling might need to be performed and the length of time that the patient was on the table. The biopsy device, once removed from the breast was then manually lavaged and 3 cores of tissue were obtained. A specimen xray was obtained and demonstrated representative tissue containing the imaging target microcalcification to be within the specimen. The patient tolerated the procedure without adverse reaction. Manufacturer response for instrument, biopsy, eviva_0913-20 (per site reporter). Staff reached out to the manufacturer and spoke with [redacted], clinical account manager. They informed the rep that and they were unable to help. Staff were informed they would be credited for this malfunctioned device.